Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; d4; d9; g3; h2; h3; h4; h6 b1 correction: complaint was for product problem, no adverse event. G7 pps ltd acet shell 46b item# 010000660 lot# 6957338 was returned and evaluated. Upon visual inspection there was no visible damage to either the liner or the shell. The liner was sat in the shell and the scallops fit in the grooves of the shell. The devices were not assembled in the lab. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported that after the intraoperative acetabular was reamed to a 45 and placing the 46mm g7 cup implant, the trial liner was put in. Then, the overall trial was completed and the angle was found to be suitable. Therefore, the 32/b high wall liner was opened as requested by the surgeon. The surgeon first cleaned the soft tissue around the cup edge, checked the acetabular base and then struck the liner. However, the g7 liner did not lock into place. The surgeon cleaned the soft tissue around the cup, the bone bulge, again checked the angle and struck the liner, but it still would not lock. The surgeon repeated checks and cleanups for up to 20 minutes, but the liner would not lock into place. Due to the patient's bone quality problem, the patient ended up with a collapsed acetabulum. A ceramic liner, a g7 cup, and the bottom of the acetabulum was filled with autologous bone and allogeneic bone to complete the procedure. As a result of the malfunction, the procedure was prolonged and caused bleeding to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports 0001825034-2022-00483.